Event description:
Complainant alleged that during functional testing, the device displayed a "defib disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer?s report was observed during testing. However, the device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.